Event description:
Procedure: open pancreatectomy. According to the reporter: when the surgeon fired across the pancreas, the stapler cut but staples were malformed. Bleeding had to be controlled with sutures, about 500 cc of blood was lost, and 30 mins were added to the case.

Manufacturer narrative:
.